Event description:
After priming new tubing with 0.9 ns and stringing the tubing in the alaris IV pump, rn noticed dripping leak from the IV pump cartridge. A pinpoint hole was noted in the tubing along the stretch of tubing which is installed in the IV pump, between the blue resting disk and the slide bar which prevents free flow.